Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a cause. Based on the clinical account, the purge filter was found to be leaking after the patient returned from operating room for extra-corporeal membrane oxygenation (ECMO) decannulation. Based on the clinical account, the cause of the low purge pressure is due to a leak at the filter. As noted in the impella IFU: impella cp with smart assist system section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that impella cp support was used in addition to extracorporeal membrane oxygenation (ECMO). The team sent the patient for ECMO decannulation in the operation room (or) and afterwards observed a cp purge leak. The physician performed a purge bypass, and the patient remained on impella cp support. The pump remained on for support until wean and explant without report of harm or injury. It was reported that they survived the procedure.